Manufacturer narrative:
The ICD was not returned for analysis. Therefore this investigation is based on the review of the quality documents associated with the manufacture of the ICD and the lead as well as the analysis of the returned data and the lead itself. The manufacturing process for the ICD and the lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned data were inspected. The inspection revealed that 2 manual shocks were charged on (B)(6) 2019 at 15:06 and 15:08, which were aborted due to a measured shock impedance greater than 150 ohm. As mentioned in the complaint description, the farfield signal was missing in the returned iegm picture. The returned lead was subjected to a thorough analysis. Upon receipt the lead was found cut at approximately 11cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. A segment of about 4cm between these two fragments was not returned for analysis. The visual inspection of the lead fragments revealed multiple abrasion marks along the lead body. In the area of the connector pin the insulation was found damaged and the conductor cable to the rv shock coil was found fractured. It is reasonable to assume that this damage led to the clinical observation. Based on the characteristics of the damages, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to interaction with the generator housing. In conclusion, the clinical observation presumably resulted from the observed lead conductor fracture. There was no indication of a material or manufacturing problem of the lead or the ICD.

Event description:
After replacement of the previous ICD, it was reported that the shock impedance values were too high.